Manufacturer narrative:
The pump remains in use supporting the patient and was not available for evaluation. Analysis of the system controller log file that was provided by the account confirmed the report of power fluctuations; however, a direct correlation between heartmate ii lvas and the patient¿s elevated ldh could not conclusively be established through this evaluation. The submitted system controller log file contains data from (B)(6) 2017 at 15:55:16 through (B)(6) 2017 at 10:14:09. The system controller log file captured transient power elevations on (B)(6) 2017 and (B)(6) 2017. Power ranged from 8.3-10.8 watts during these events and the majority of these power elevations were associated with pulsitile index (pi) events. These power elevations appeared to resolve by the end of the system controller log file, as power ranged from 6.2-7.6 watts from (B)(6) 2017 at 20:37:14 through the end of the file. No other notable trends in pump parameters were observed. The pump speed remained above the low speed limit for the duration of the log file and no atypical alarms were captured. The system appeared to be operating as intended. The account reported that the patient¿s inr was reportedly sub-therapeutic the week prior to this event; however, additional information received on 23aug2017 stated that the patient was treated with a heparin infusion and inr was better, lactate dehydrogenase (ldh) was down, and the power elevations had resolved. The patient had been treated with a heparin infusion. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device- 2 years and 3 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. It was reported that log files were submitted for review due to transient power fluctuations, and that the patient has had sub therapeutic inr. The manufacturer¿s technical services representative reviewed the submitted log file and observed a trajectory consistent with potential device thrombosis. On (B)(6) 2017, it was reported that the patient was admitted to the hospital and started on a heparin infusion. The patient¿s inr got better and transient power elevations resolved. It was also reported that the patient¿s lactate dehydrogenase decreased. No additional information was provided.